Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she is unable to rewind and she keeps getting motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to moisture on the force sensor. Unable to conduct the prime, occlusion or excessive no delivery alarm tests due to the motor error alarm. The motor was tested outside of the device and passed. The pump had a broken reservoir tube lip, minor scratches on the lcd window, a scratched keypad overlay and a stained end cap sticker.